Event description:
On 3/22/94, this 71-year-old male pt sustained a displaced left subtrochanteric hip fracture. He underwent an open reduction and internal fixation with bone grafting. The following were utilized: lag screw (110 mm - v5308) and eight screws (40 x 1; 42 x 4; 60 x 1). Approx six months later, the pt started having increased pain. An x-ray revealed a fracture of the plate at the extension junction. On 10/17/94, the pt underwent plate removal, left anterior iliac crest bone graft, and open reduction and internal fixation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.